Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the pocket site will be relocated.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the pocket site will be relocated.